Event description:
It was reported that the right ventricular (rv) lead was oversensing resulting in high short interval counts (sic). The patient used a holter monitor after discovery of the high sic. Analysis of the monitor determined the lead appeared to be functioning normally and the oversensing was physiological. The patient had a high number of premature ventricular contractions and atrial fibrillation throughout the recording. Capture and sensing are "good and stable." Impedance is "unchanged and stable." The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that the sensing integrity counter is 596, however there are also 3,439,108 premature ventricular contractions (pvcs) over the device lifetime. The short interval counter is double counting the r waves (i.e. Pvcs).